Event description:
As reported per clinical trial dvl-he-018: the subject patient underwent laparoscopic primary colectomy and exploratory laparotomy on (B)(6) 2025 during which a phasix mesh was trimmed, placed in an onlay fashion and secured using absorbable multifilament sutures. A 3 cm overlap in all directions was achieved. Patient was discharged from hospital on (B)(6) 2025. On (B)(6) 2025, patient with bulge identified at post-op visit with np. Seroma was diagnosed via CT scan. The reported adverse event (seroma) has been assessed per clinicians as causally related to the study device and to the procedure. It has been assessed as moderate in severity, and it has recovered/resolved on (B)(6) 2025. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated serious adverse device event).

Manufacturer narrative:
As reported, the subject patient developed seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as causally related to the study device and causally related to the procedure. However, based on the information provided, no conclusions can be made. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.